Manufacturer narrative:
(B)(4). Concomitant medical products: cemented tibia, catalog #: 42532006701, lot #: 64012839. Patella, catalog #: 4250000032, lot #: 64107576. Articular surface, catalog #: 42512100410, lot #: 63700298. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. Investigation is in process. When the investigation is complete, a supplemental will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00211. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient was tested for allergies and adversely reacted to nickel.